Event description:
Customer reported that a malfunction code was obtained at the beginning of the month and reoccurred about a week later. There was no reported adverse impact to the customer¿s blood glucose level. The customer reset the pump using online tandem resources and the issue did not recur after the reset. Later, on (B)(6) 2025, the same issue reoccurred, and the pump was replaced following the last occurrence of the malfunction.